Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of intimal dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with a chronic total occlusion in the mid right coronary artery (rca), 70% stenosed lesion. Two 3.5x38mm xience sierra stents were implanted with acceptable results. Timi flow iii was observed with 0% diameter stenosis. Reportedly, post implantation of the second xience sierra stent, a proximal edge dissection was noted along with underexpansion in the proximal stented segment. Reportedly, the underexpansion was due to the dissection and there was no device issue with either stent. As treatment, a 4.0x8mm xience sierra stent was implanted in the proximal rca with excellent results and no residual stenosis. Elevated cardiac enzymes were observed post-procedure. There was no treatment provided as these were expected due to the coronary intervention itself. No additional information was provided regarding this issue.